Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that on an unspecified day in (B)(6) 2014 she obtained blood glucose readings of ¿12.x and 18.x mmol/l¿ with the subject meter, performed within a minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with a combination of oral medication and insulin. It is not known if the patient made any adjustments to her diabetes medication in response to the meter results. The patient reported ¿feeling hypo¿ the following morning. It is not known what symptoms the patient developed. It is also not known what treatment, if any, the patient received in response to ¿feeling hypo¿. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.